Event description:
Pt has fallen twice-both were unattended on a level floor in the day room-no carpet-no reason for the fall-1st fall-forwarded-8:06 pm-6/30/96-exam at the hosp-did not stay in hosp. 2nd fall-sideways to the left. Exam at the hosp-MRI scan-nose fracture-2 black eyes-face swollen-did not stay in hosp. This happened on 7/27/96-2:45 pm.